Event description:
It was reported the pt was unable to use all of the programs in the scs system, since all but one aggravate the pain. Reprogramming was attempted, which resolved the issue initially. The pt reported he receives pain relief for about 10 to 20 minutes, but then the stimulation causes the pain to increase and he must turn the stimulation off. The pt was to schedule an appointment regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.